Event description:
It was reported that a user of the ilet experienced hyperglycemia after a supply change, with blood glucose readings progressing from 257 mg/dl to 294 mg/dl and then 324 mg/dl despite insulin delivery being resumed and confirmed after tubing fill and infusion set replacement. Values were slowly trending down by the end of the follow-up call. Symptoms included elevated blood glucose without additional reported clinical manifestations. Outcomes included no hospitalization and continued at-home monitoring with education provided on insulin absorption, tubing priming, and infusion set replacement. Investigation included technical troubleshooting by guiding tubing fill to verify flow, replacement of the 23" teflon 6 mm infusion set, confirmation of cannula fill, and follow-up blood glucose checks. Investigation of this case revealed insulin flow was observed on tubing fill and therapy was resumed after infusion set replacement, with persistent hyperglycemia of unclear cause. It was concluded that the cause of the hyperglycemia could not be determined and that user education and monitoring were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.